Event description:
It was reported, via a personal interaction, that an embotrap iii 5 mm x 37 mm (et307537/ 23g095av) was used for a thrombectomy procedure, during which the user deployed the device with only two cages in the distal segment and reported an anatomy change during the retrieval, which was not difficult. No clot was found in the stent retriever after the first pass. It was then when bleeding was found in the area of m2 segment of the middle cerebral artery (mca) and was confirmed by a computed tomography (CT). The event required the implantation of five coils and the embolization of the ¿distal supply area¿. The treating physician commented that because the bleeding vessel had to be closed with coils and the supply area had to be embolized, blood flow was no longer possible in this area. Patient symptoms/post-procedural status details are not available at the time of this review. The event resulted in a surgical delay of 60 minutes. The procedure was not successfully completed. There were no fragments generated from the event. The embotrap device was inspected after the procedure and no visible damage or changes were found. The embotrap was thrown away and is not available for return. The event was reported as such: ¿deployment of embotrap iii (5x37) in distal m2 vessel. Embotrap was released with only two cages in the distal segment. Anatomy change was seen during retrieval; however, retrieval was not particularly difficult. The first attempt had no thrombi in the stent. On subsequent inspection, bleeding was detected in the m2 area, which was finally blocked with 5 coils (2x3, 1.5x2, 1.5x2, 2x1). However, this also embolized a distal supply area. CT control after the procedure confirmed the hemorrhage. Embotrap was checked after the procedure, no visible damage or changes were found. Embotrap was unfortunately thrown away. Was surgery delayed due to the reported event? ¿yes¿. If yes, number of minutes: ¿60¿. Was procedure successfully completed? ¿no¿. Were fragments generated? ¿no¿. If yes, were they removed easily without additional intervention? ¿unknown¿. If no, explain: ¿the bleeding vessel had to be closed with coils¿. Patient status/ outcome / consequences: ¿yes¿. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? ¿blood flow to the damaged area in the brain is no longer possible¿. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: ¿unknown¿. If yes, describe: ¿the bleeding vessel had to be closed with coils, thus blood flow is no longer possible in this area¿.

Manufacturer narrative:
Product complaint # ==> (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device was discarded, therefor, no further investigation can be performed at this time. A device history review (DHR) associated with this lot 23g095av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Cerebral hemorrhage is a known potential complication associated with the use of the embotrap iii device and is listed in the instructions for use (IFU) as such. There were no alleged quality issues/malfunctions related to the device, as the device performed as intended. However, this event resulted in an additional surgical intervention of embolizing the distal supply area and the use of five coils to stop the bleeding. Additionally, blood flow is no longer possible to that area of the brain, and the impact this will have on the patient is unknown. Based on this information, this event does meet us FDA reporting criteria under 21 cfr 803 under the classification of ¿serious injury¿. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) section b5: additional information was received on (B)(6) 2023. Summary: the attached medical imaging was reviewed by cerenovus sr. Medical affairs director, dr. Patrick brouwer (neurointerventionalist), on (B)(6) 2023. The assessment reads as follows: ¿the description of the case is clear, and the images provided support the findings. The ruptured artery looks irregular before the rupture, which may point to the location of the clot, or a local dissection or an occurrence of icad. These factors can be one of the explanations of the rupture, but it cannot be excluded that there are other factors that contributed. The images do not provide more information to come to a certain conclusion as to the cause.¿ additional information was received on (B)(6) 2023. Summary: per the additional information, regarding the patient¿s baseline neurological condition, it was provided that the stroke was ¿in-house, the nihss was not documented, and the patient was observed to have aphasia, which is loss of ability to understand or express speech, and hemiparesis, which is one-sided muscle weakness; ¿in-house stroke, nihss not documented (¿aphasia and hemiparesis¿).¿ in regard to if the patient suffered a minor or major stroke as a result of the event, it was commented, ¿the term ¿minor stroke¿ is often used; to my knowledge however a consensus definition is lacking. Nihss10 is probably a major stroke. It was said that the event led to the permanent deficits of ¿aphasia and hemiparesis.¿ the residual neurological deficits were said to be ¿nihss/mrs scores nihss 10 / mrs 4.¿ the event did lead to prolongation of hospitalization for the patient. The patient was discharged on (B)(6) 2023 with a nihss score of 10 and a mrs score of 4. It was also confirmed that vascular injury did occur, ¿hemorrhage ¿ most likely rupture of small perforating vessel.¿ the current status of the patient is unknown, but ¿probably nihss 10 / mrs 4.¿ in regard to there being any difficulty withdrawing the device, it was said ¿there was relevant vascular stretching.¿ the additional information received on (B)(6) 2023 has been reviewed. The correlation between event to the used device cannot be ruled out completely. No changes to the reportability determination nor coding were required. The file remains reportable to the usfda. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.